Manufacturer narrative:
H.6. Investigation: one sample and one photo was provided to our quality to for investigation. Upon visual inspection, a particle was observed inside the blister packaging. The piece was identified to be adhesive tape which is used by the operator to change the paper/film roller when it is finished, used in joining to the new roll. A device history review was performed for reported lot 1907249 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ there was an issue with foreign matter. The following information was provided by the initial reporter: foreign body in packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ there was an issue with foreign matter. The following information was provided by the initial reporter: foreign body in packaging.